Event description:
After emi (electro-magnetic interference) testing was completed by the hospital, the console was turned off and left plugged in. Shorty after a "click" was heard from the console and then a burning smell was observed. A check of the line fuses found an f2 fuse to be blown. This was due to a failed power transistor in the condor power supply. The power supply and line fuses were replaced and the problem was resolved. There was no pt involvement.